Event description:
A user facility reported that an intraocular lens (iol) came out of the cartridge upside down/reversed. The surgeon noted the pt had corneal edema prior to the iol implant surgery. The edema became worse during the time to reposition the iol. The iol was explanted due to corneal edema preventing adequate visualization to place another iol in the capsular bag. The pt was left aphakic and returned two weeks later for an add'l surgical procedure to have an iol implanted and a planned vitrectomy. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 11/03/2009, 11/04/2009. And 11/19/2009 by phone, fax, and mail. A completed questionnaire was received on 11/20/2009.